Event description:
Philips received a complaint on thedfm100 indicating that the device failed testing. There was reportedly no patient involvement. Remote support from the customer care solution center was received, during which a quote was provided for the replacement of the therapy pca. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.